Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending, left circumflex, and right coronary arteries. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the severely stenosed target lesion was severely tortuous and severely calcified and that the target lesion was predilated.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: a promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending, left circumflex, and right coronary arteries. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the severely stenosed target lesion was severely tortuous and severely calcified and that the target lesion was predilated.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending, left circumflex, and right coronary arteries. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.